Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt reported she has had recurring problems for the last couple of months with her insulin infusion sets staying attached to her insulin infusion device. She stated the luer lock does not stay attached to the end of her insulin cartridge and eventually comes off of the tubing. She stated the tubing is still attached to the luer lock but the luer lock does not seem to fit. The pt indicated her blood glucose has risen to 450 mg/dl because of this issue with her normal reading being 120-160 mg/dl. She stated, "I feel terrible, no energy, feeling like I am going to throw up." She stated she changed her tubing and bolused through her insulin infusion device to bring her blood glucose down. During troubleshooting, the pt confirmed the adapter does not appear to snap down on her insulin infusion device and so could be causing the luer lock not to attach correctly. She stated she twists or pushes the adapter down on the end of the cartridge. The pt was advised that the adapter must be properly attached to the device or the luer lock to stay connected. The pt was educated on how to properly attach the adapter to the end of the cartridge. On follow up, the pt stated the new box of infusion set tubings were properly connecting to the insulin cartridge and so felt the old box of infusion sets were affected. She stated she did not retain any of the old tubings so there is no product to be returned. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced.